Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, impedance was observed on the right ventricular channel. The generator is placed in the abdomen. The lead is connected to the generator with adapters. A connectivity issue is suspected but not yet confirmed. The patient is scheduled for a procedure to assess the situation. The procedure date is unknown. Patient was in stable condition before, during and after the event.